Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons and the contrast button were intermittently unresponsive for four to six weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly cleaned the pump with a damp cloth. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: during the product analysis investigation the ok, up, and contrast buttons were found to be intermittently responsive and contamination was found under the up, down, and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.